Manufacturer narrative:
This report is for one (1) unknown femoral neck system (fns) anti-rotation screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Implantation date reported as (B)(6) of 2018; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, that the patient reported pain during rehabilitation, and she could not walk. Patient initially had an open reduction internal fixation with femoral neck system (fns) applied to surgery to treat femoral neck fracture with garden ii on (B)(6) of 2018. The patient was transferred to another facility after the surgery since postoperative course was good. An x-ray was taken two (2) weeks after the surgery showed no issues. The patient could walk under full weight bearing. On (B)(6) 2018, patient presented to the facility and x-rays were taken and revealed implant cut out in the femoral head. Surgeon commented that insertion point of the neck bolt might have been slightly upper than the proper position. Patient underwent re-operation on (B)(6) 2018 and revised to a bipolar hip arthroplasty. This report is for one (1) unknown femoral neck system (fns) anti-rotation screw. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.